Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture within the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2017 with the following findings: a review of the black box showed no power on reset events. The returned battery cap and test cap attached securely to the pump. All battery cap contact heights were within specifications. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no reboots occurred. No evidence of moisture was found externally. A leak test was performed and failed due to a battery compartment leak. The pump was opened to find no damage to the power circuit and no moisture internally. Unrelated to the original complaint, the battery compartment was cracked at the threads above the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).